Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the aspiration needle could not be pushed out when operating the needle. The issue was found during a therapeutic procedure. The procedure was completed with a new needle. There were no reports of patient harm.